Event description:
A facility used a lockwood underminer for a surgical procedure while performing a full body lift. The patient indicates that due to the subsequent surgery she has developed a severe infection. The facility indicated that a gap between the underminer and the handle could be a potential defect. The facility indicated that they believe the root cause of the infection stems from the patient allowing her dogs to sleep against her incision sites when she was at home recovering immediately after the procedure. The facility has quanrantined all equipment used in the procedure and byron medical inc. Will not at this time received the lockwood underminer back for evaluation.